Manufacturer narrative:
The device was evaluated by olympus and it was determined excessive thermal paste had been applied to the heatsink assembly. The unit was cleaned and repaired by the service department and returned to the customer. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation attributes the likely cause of the excessive thermal paste to the user during replacement of the lamp. As stated in the instructions for use, "when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly."

Event description:
A user facility returned the olympus, clv-190 light source to olympus for repair due to reported "damage to the case near the scope connection." Upon evaluation of the returned device, it was noted that excessive thermal paste was present on the heatsink assembly. There was no patient injury or harm, associated with the problem, reported to olympus.